Event description:
Later, expressed concern was reported that the pump could be contributing to the seizures as these seemed to be getting worse. In a addition, there was concern that the events could have impacted the placement of the catheter or damaged it. The patient had been in and out of the hospital was recently discharged from the hospital and was told that the pump and catheter were not the issue. The patient had an electroencephalogram (eeg) and ultrasound. However, the cause of the seizures remained unknown. The patient had missed a dye test due to hospitalization. The physician's office later confirmed that the cause of these "trunkal movement" episodes was still undetermined. On (B)(6) 2012 compounded baclofen was increased to 59.98 micrograms (mcg) per day at a concentration of 500 mcg per millilieter (ml) from the previous dose of 43.92 mcg/day. The patient was hospitalized due to trunkal movements on (B)(6) 2013 and at that time patient was increased again to 66.01 mcg/day. The movements were getting worse and the patient's spouse had requested to turn down the medication to a maintenance dose. This titration had not yet begun at the time this was reported. It was further reported that all diagnostics had been normal and the device was not suspected as being a cause. This device system was used to deliver compounded baclofen.

Event description:
It was reported that the patient had been having seizures it was noted that the "significant," "all body type" seizures started on (B)(6) 2012 after "they upped his percentage from 43 to about 60 the last time he was in," and the increase in was a "short time before the seizures started." It is unclear what was meant by percentage. It was noted that the seizures started "slow and work up for 45 seconds." The patient "usually" had seizures while he was laying or sitting. The caregiver noted "it seems to be getting worse each day." It was reported that the patient had been taking flexeril, gabapentin and tizanidine. It was also noted that the patient had spasms and "really bad shaking." The device system was used to infuse baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).